Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Type of procedure performed: laparoscopic tapp right. Today we received a complaint from the [name] about the epix lapa scissors 5mmx35cm - cb030 that. They are completely blunt after the first cut and therefore cannot be used for further surgical procedures. From cer form: as the or team was opening the cb030, the scissors were blunt and not useable to cut properly. They tried it with another 4 cb030 with the same lot and they had the same issue. The problem was solved by using a different cb030 with another lot. Clarification received from applied medical representative on 06-may-2021: the customer tried a total of 4 scissors of this lot. The 5th was of a different lot and worked properly. Patient status: nothing to the patient. Type of intervention: change of device.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: laparoscopic tapp right. Today we received a complaint from the [name] about the epix lapa scissors 5mmx35cm - cb030 that they are completely blunt after the first cut and therefore cannot be used for further surgical procedures. From cer form: as the or team was opening the cb030, the scissors were blunt and not useable to cut properly. They tried it with another 4 cb030 with the same lot and they had the same issue. The problem was solved by using a different cb030 with another lot. Clarification received from applied medical representative on 06-may-2021: the customer tried a total of 4 scissors of this lot. The 5th was of a different lot and worked properly. Patient status: nothing to the patient. Type of intervention: change of device.